Manufacturer narrative:
B2: other - patient had paralysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor (dis), healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in replacement of l5 left screw for lumbar degenerative spondylolisthesis, spinal canal stenosis it was reported that the patient had a right-sided paralysis. After the procedure, paralysis occurred in the left leg; when a CT scan was taken, the screw was facing inwards and was touching the root and hence left screw of l5 was removed. The orientation was changed and was inserted. There were no further complications were reported. On (B)(6) 2024 _ared (rep): additional information was received via manufacturer representative that this revision surgery was due to screw facing inwards and was touching the root which was caused by user's technical error. There is no allegation associated with the crosslink. It was not used in the first surgery, when the screw was replaced, the crosslink was set according to the request to set for reinforcement.